Event description:
It was reported that during a laparoscopic total gastrectomy procedure, air leaked a lot. The air leak started in about 40 minutes. While a forceps was being inserted, air did not leak. A boo sound was heard from the device. The abdominal pressure was 10mmhg and high flow. The doctor held the housings and the devices were used as-is to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: does this trocar have the optiview technology? No. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No. What was the gas consumption rate or volume (liter/minute)? 10mmhg and high flow. Were you able to identify where the leak was coming from? Yes. Was a device inserted in the trocar during the leaking? No if so, what device? Na. Was any torque being applied to the trocar or device? Unk.